Manufacturer narrative:
(B)(4). The customer reported that a primary pool of 6 with cobas taqscreen mpx, generated a final result of complete, (B)(6). After receiving a positive (B)(6) serology result for one of the donors in the primary pool, they decided to run the donor as an individual donor. The sample had a (B)(6) result and the curve does portray true target growth. The internal control was robust and did not exhibit any signs of inhibition. A donor having a titer at or near the limit of detection (lod) could potentially yield a (B)(6) result when run individually and a (B)(6) result when pooled in a multi-specimen pool such as a pool of 6. In order to determine the titer, which could help explain why the customer observed discrepant results when comparing the pool of 6 (B)(6) result with the individual (B)(6) result, the sample in question would need to be further analyzed. Although requested, this sample was not provided by the customer for investigative testing. Therefore, the true cause of the discrepant result cannot be determined conclusively. As part of the investigation, the complaint kit lot 069865 was tested and generated valid and acceptable results. No false (B)(6) results were observed. (B)(4).

Event description:
A customer in (B)(6) alleges that a false non-reactive result was generated when using the (B)(6). During a routine run with the ((B)(6)), a pool was non-reactive. The donor was (B)(6). The sample was repeated in a single pool not following the normal procedure, but rather repeating it as "udec" (user defined external control) and "making a single pool by hand with a volume of (B)(6)." The sample gave a (B)(6) result of (B)(6). No other information is currently available.

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of the investigation will be communicated through a follow-up report. (B)(4).